Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) testing revealed the programmer head electromagnetic field immunity is out of specification; the programmer head cable found out of electrical specification. It is noted the programmer head cable is twisted. The programmer head label is delaminated.

Event description:
The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. No patient involvement was indicated for this event.